Event description:
It was reported that oversensing of noise was seen on both of the right atrial (ra) and right ventricular (rv) leads. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965 lead, implanted: (B)(6) 2006; 419488 lead, implanted: (B)(6) 2006. (B)(4).